Event description:
Post operatively the patient developed increased pilmonary artery pressures and decreased cardiac output. Cardiac echo indicated that there might be a left atrial clot. Patient was then taken back to surgery, but no clot was found. On further assessment, it appeared that one leaflet of the st. Jude medical valve was sticking. The valve was removed along with the posterior leaflet of the mitral valve, and another 29mm mitral valve was implanted with the orientation changed by 60 degreesdevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.